Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the last bolus delivery was a 1.85u bolus on (B)(4) 2016 at 01:13. The last basal delivery was on (B)(4) 2016. The pump history showed that the pump was manually suspended on (B)(4) 2016 at 16:40 and manually resumed at 17:06. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient visited an emergency room with hyperglycemia. The reporter stated that the patient had a blood glucose of 496 mg/dl with symptoms of strong fruity breath, deep breathing, drowsiness, blurred vision, excess thirst, excess urination, nausea, shortness of breath, confusion, and large ketones. The patient had discontinued pump therapy at the time of the call. While at the hospital, the reporter stated that the patient was treated by their healthcare provider with insulin via injection, and intravenous fluids. The reporter reviewed the pump's history and settings with a customer technical support representative and found that the basal delivery totals did not match up. The variation in basal delivery totals was attributed to a cartridge change, the suspend feature, the basal edit screen being accessed, the prime menu being accessed, and the customer making changes to the basal program. The customer technical support representative referred the patient to their healthcare provider for diabetes management related issues. The reporter stated that the patient had lost confidence in the pump and believed it to be at fault. This complaint is being reported based on the allegation that the patient treated at an emergency room with hyperglycemia and believed the pump to be a contributing factor.